Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap was cracked which resulted in a leak. This was observed during use of peritoneal dialysis (pd) therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: one actual sample was received for evaluation. A visual inspection with the naked eye noted deformation of the cap consistent with incomplete molding (short shots). The sample was also underwater pressure tested for ten (10) seconds with bubbles observed. Given this result, functional testing requirements were not met. The reported condition was verified. The cause of the event was determined to be due to a manufacturing molding related issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.